Manufacturer narrative:
This is the same event as 3010536692-2016-00294.

Event description:
Allegedly, the patient was revised due to mom complications: high metal ion levels and may be having pain associated with this mom combination with the head&shell.